Manufacturer narrative:
This supplemental report is being submitted to provide the fse's findings as well as results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. As noted, an fse was dispatched to the facility. During the evaluation, he confirmed that when the disinfectant sample port connector was attached to the drain port, it was difficult to remove an adequate amount of disinfectant, confirming the user's report. He replaced the sample port connector assembly, tested the unit, and no errors were noted. The fse went on to verify the device per the instructions noted in the IFU, and confirmed that the unit was ready for use. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. If disinfectant solution cannot be collected from the port, the user can check the concentration by taking actions in accordance with the IFU description in the following chapter: ¿3.10 checking the disinfectant solution concentration level." While a definitive root cause for the reported event could not be identified, investigation believes that a physical factor is the most likely cause. The leaked disinfectant solution may have adhered to the port, causing it to not to discharge properly. Therefore, the user was unable to collect the disinfectant solution adequately, which would lead to the reported leaking event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the olympus endoscope reprocessor was leaking at the sample port. A field service engineer (fse) was dispatched and during the device evaluation discovered that the concentration check port was broken. This report is being submitted to capture the broken concentration check port.